Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: a review of the pump¿s black box showed that the user attempted to rewind after the pump was in the full rewind position. There was no evidence in black box of rewind errors, warnings or alarms. During investigation, the pump was able to complete the rewind step. The pump successfully completed the rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump performed within required specifications. The complaint of a rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the piston rod was not retracting during the rewind step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of insulin delivery.